Event description:
Additional information received reported that they were unable to replace the pump because the patient had a urinary tract infection (uti) which was stated to be unrelated to the pump. The pump was scheduled to be replaced on (B)(6) 2015. The symptoms were stated to be unrelated to the system.

Event description:
It was reported that telemetry confirmed the device had reached end of service (eos). The patient was at the clinic for a pump refill and it was discovered that the pump had reached eos. The logs revealed that eos had occurred on the day of the report. It was noted that there was no volume discrepancy. The patient had some increase in spasms about a week prior to the report but they were not significant enough to go to the clinic. It was believed that the last person programming the patient did not realize how close the patient was to eos. The pump was infusing gablofen (baclofen). Additional information received reported that the elective replacement indicator (eri) and eos had occurred normally. The pump was turned off and the patient was referred to a surgeon for a replacement. The patient had not recovered and the issues/symptoms were still ongoing. The patient was scheduled to see a neurosurgeon on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056605r, implanted: (B)(6) 2000, product type: catheter. (B)(4).